Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini meter was displaying the apply sample message when attempting to test. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at around 6 a.m., on (B)(6) 2018. The patient manages her diabetes with self-adjusted insulin (type and dose not reported) and it is not known what changes, if any, she made to her usual diabetes management regimen in response to the alleged issue. The patient reported that at around 9 a.m., the same day, she developed symptoms feeling ¿sweaty and dizzy¿. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr established that the product was not being used for the first time and that the patient was following the correct testing procedure. The csr confirmed that the patient was using the correct test strips and that the test strips completely drew in the sample of blood at the time of testing. The csr walked the patient through a retest; however, the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after the alleged issue occurred.